Manufacturer narrative:
Unable to download insulin pump due to corrupted history files. The device passed functional test including the displacement, prime, basic occlusion and no delivery tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose. Customer was vomiting, nauseated, excessive thirst, excessive urination and ketones. The blood glucose reading at the time of the event was 445 mg/dl. Customer was taking large amounts of insulin and the blood glucose levels did not decrease. Hospital treated with insulin drip and fluids. The current blood glucose reading is 366 mg/dl. Treated with manual injection. Nothing further reported.